Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt and check therapy pad messages) has been confirmed. As received, the belt unable to complete an ECG falloff test. Upon investigation the electrode belt ECG cable was cut, damaging the a wire in the cable. The root cause for cut cable could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt and check therapy electrode messages.